Event description:
It was reported that the user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet while the dexcom g7 mobile app continued to receive data, consistent with a communication or pairing issue between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no clinical impact, no alerts or alarms from the ilet, and no medical intervention. User support included guided troubleshooting and user education, including toggling settings on the ilet and reentering the cgm pairing code, with instructions for pairing timeframe and to call back if unsuccessful. Investigation of this case revealed a probable connectivity or configuration issue resolved or expected to resolve through correct device settings and re-pairing, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user configuration and intermittent connectivity factors.